Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, backup bvvi was observed. No patient symptoms were reported. Device was restored and remained in good condition before, during and after restoration.